Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have missing digits in the display. This humapen memoir is associated with pc 1363618. The operator of the device, training status, length of use of suspect device, and length of use of the device model were not reported. It was not provided if the patient would continue to use the device. Return of the device is anticipated.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.